Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported. During the visiual inspection a hole in the cooling coil could be identified as root cause of the reported issue. Therefore the device was requested for return for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t blows the fuse of the operation room when turned on. There was no patient involvement.

Manufacturer narrative:
The involved device was returned to livanova (B)(4) for further investigation. During the evaluation, the reported failure was confirmed. The root cause was identified to be damage to the evaporator caused by corrosion. This is a known issue and a corrective actions have been initiated.